Event description:
It was reported that this device was found to be depleting faster than expected. A save to disk was sent in for engineering analysis and it was confirmed that the device hardware is not detecting the loss of battery energy. Consequently, the battery status indicators are not reflecting the depletion condition and are inaccurate and cannot be relied upon to determine the depletion status of the device. (B)(4) technical services (ts) has recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in service.